Event description:
It was reported that balloon rupture occurred. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured but no pinhole was noted. The device was removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood and contrast in the inflation lumen and contrast in the balloon. Microscopic inspection revealed a pinhole 1mm distal of the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon burst.

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured but no pinhole was noted. The device was removed and the procedure was completed with a different device. There were no patient complications reported.